Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up visit, the atrial lead exhibited loss of capture and very low sensing. A chest x-ray confirmed that the lead was dislodged and was in the ventricle near the tricuspid valve. The physician decided to program the device to vvi and would monitor the patient's condition. The patient was stable during visit.